Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the pump touchscreen was frozen and after the pump was plugged into the charger, screen unfroze. Customer's blood glucose (bg) was elevated (value not provided). Ketone level was "trace" and was considered as being dangerous by a healthcare provider. A bolus was delivered to address elevated bg. Customer reverted to using manual injections for insulin therapy.